Event description:
The customer raised a complaint stating that the patient sustained deep tissue injury to the heel. Upon further clarification it became unclear whether the arjo equipment was involved or contributed to the event, but the complaint was decided to be reported in abundance of caution due to patient outcome.